Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. A maquet service technician evaluated the device and found that the customer had installed a self made clamp on the power cord power socket connection. This clamp influenced the connection of the plug and socket negatively and caused the reported issue. The clamp was removed and the device was returned to service. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption # (B)(4).

Event description:
(B)(4).